Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient failed to charge their ipg in over a year. As a result, the ipg could no longer communicate with external devices and the ipg was deemed inoperable. In turn, surgical may be pending to address the issue.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.